Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a "localizer faulted" message appeared during set up. The network device interface (ndi) toolbox showed bump detected and internal temperature exceeded. No patient present.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6),UDI#: (B)(4), h3: please see section d9 for when the device was available for analysis. H6: a medtronic representative went to the site to test the equipment. After testing, the camera was replaced. Codes b01, c08 and d02 are applicable to this analysis. H6: the camera, lot number: p901516, was returned to the manufacturer for analysis. Through functional testing, visual/physical examination, and proceduralized device testing, the camera was found to have scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility and intermittent illuminator current low. There was a battery voltage low message along with bump detected and storage temperature exceeded. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.